Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a cardiac arrest the driver failed during insertion. The paramedic reported that the driver stopped two more times and the driver would only run for approximately 1 second. The paramedic could not insert the needle by hand but did get an IV started. There was a delay of vascular access but IV access was obtained. The patient's condition is unknown at this time.

Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review in the us. Ez-io driver 9058 (sn (B)(4) ) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable and a solid green led light displaying. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: (B)(4) ) while applying approximately 8 lbs. Of force on a weight scale (ID: (B)(4) ). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3) insertion 1: 1.72 secs insertion 2: n/a insertion 3: n/a hard profile (105 lbs/ft3) insertion 1: n/a insertion 2: n/a insertion 3: n/a the unit failed the soft sawbone phase of testing with a complete stall on the first attempt at 1.72 seconds. No further testing was attempted. The complaint has been confirmed. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: c05180) while applying approximately 8 lbs. Of force on a weight scale (ID: c05318). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3) insertion 1: 1.72 secs insertion 2: n/a insertion 3: n/a hard profile (105 lbs/ft3) insertion 1: n/a insertion 2: n/a insertion 3: n/a the unit failed the soft sawbone phase of testing with a complete stall on the first attempt at 1.72 seconds. No further testing was attempted. The complaint has been confirmed. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance could not be accomplished as the certificate of compliance was not available. The complaint has been confirmed. Per battery analysis the driver failed. The failure is the result of battery depletion. No other corrective/preventative actions will be assigned. The complaint has been confirmed. Per battery analysis the driver failed. The failure is the result of battery depletion. No other corrective/preventative actions will be assigned.

Event description:
It was reported that during a cardiac arrest the driver failed during insertion. The paramedic reported that the driver stopped two more times and the driver would only run for approximately 1 second. The paramedic could not insert the needle by hand but did get an IV started. There was a delay of vascular access but IV access was obtained. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). The DHR for the alleged instrument was reviewed and found completely without any irregularities. This instrument was manufactured at the (B)(4) as part of a 25 pc. Lot in (B)(6) of 2017. This instrument has not been returned for evaluation and we haven't received and submitted pictures or video of the alleged sample part therefore we are unable to validate the alleged complaint at this time.

Event description:
It was reported that during a cardiac arrest the driver failed during insertion. The paramedic reported that the driver stopped two more times and the driver would only run for approximately 1 second. The paramedic could not insert the needle by hand but did get an IV started. There was a delay of vascular access but IV access was obtained. The patient's condition is unknown at this time.